Manufacturer narrative:
Complaint evaluation the customer requested that an authorized philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty xl+ kit backup battery. Customer resolution and conclusion the xl+ kit backup battery was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a power supply error. There was no patient involvement.